Event description:
A lead revision was scheduled because high voltage lead impedance was observed of less than 10 ohms. Noise was also seen on the egms. During the revision procedure, a pc shock was delivered to verify this impedance. On delivery of the pc shock, the pt was induced into vf, in which the pt was externally rescued. The pc shock was repeated with the same effect. Upon examination of the lead by the physician, the suture sleeve appeared torn. The decision was made to remove the ICD and lead, replacing with a new system .